Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, a total of ten retained samples from bd inventory, were evaluated by functional testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® push button blood collection set, after the needle was removed, the needle automatically retracted and blood flowed out of the needle. There was no health impact or consequences reported.

Event description:
It was reported while using one bd vacutainer® push button blood collection set , after the needle was removed, the needle automatically retracted and blood flowed out of the needle. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.